Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change with an ilet pump using an inset infusion set, blood glucose rose to 401 mg/dl for approximately two hours and could not be corrected until the set and tubing were replaced; the tubing had been caught in the belt clip, and occlusion was suspected and resolved after the supply change. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and assistance from a caregiver. Investigation included troubleshooting and education with guidance to replace the teflon 6 mm, 23 in infusion set, fill the cannula and tubing, and resume insulin delivery, after which glucose levels decreased. Investigation of this case revealed an infusion set/tubing problem consistent with an occlusion or flow restriction due to the tubing being caught in the belt clip, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the infusion set and tubing that impeded insulin delivery.